Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The monitor was able to perform ECG acquisition and defibrillation functions. A review of the patient's downloaded flag file confirmed that the device declared a treatable arrhythmia and subsequently delivered two treatment defibrillations. The associated ECG strips of the treatment events could not be recovered due to an sd card fault. As such, the exact rhythm at the time of the event cannot be confirmed. Since it cannot be definitively confirm that the treatment was appropriate, the event is being reported out of an abundance of caution. The sd card fault did not preclude the device's ability to detect an arrhythmia and deliver a treatment defibrillation. Root cause investigation into the sd card fault is underway. Device evaluation of belt (B)(4) has been completed. The belt was fully functional and able to perform ECG acquisition and defibrillation functions device manufacture date & usage of device: monitor: 07/16/2015 - reuse, belt: 04/22/2014 - reuse.

Event description:
A us distributor reported that a (B)(6) male patient passed away while wearing the lifevest. The patient was reportedly at a rehabilitation center and was transported to the hospital by ems were he passed away. Review of the downloaded data indicates that the lifevest first detected asystole followed by short arrhythmias. A treatable arrhythmia was then detected at 07:50:40 in which gel was released and a 150j treatment pulse was delivered at 07:51:17. Asystole was detected at 07:52:37. Another treatable arrhythmia was detected at 10:32:13 and a 150j treatment pulse was delivered at 10:33:20. The ecgs at the time of the detections are not available for review. The electrode belt was disconnected at 13:38:14.